Event description:
Fill volume: 100ml. Flow rate: 2ml/hr. Procedure: chemotherapy treatment. Cathplace: right side of chest, under skin (port-a-cath). An international distributor reported an incident fast flow described as "function - too high". It was further reported that the pump's infusion ended 7 hours earlier than scheduled. Further info was received regarding pt's condition reported as "normal/usual", with no adverse signs or symptoms experienced. The fill and infusion date of the pump was on (B)(6) 2015 at 2 pm. The infusion ended (B)(6) 2015 at 9:00 am.

Manufacturer narrative:
Method: the actual device was received for an eval and investigation. A visual inspection was performed on the device and testing is currently in progress. In addition, a review of the device history record (DHR) is in progress for the lot number reported. Results: at this time the investigation and eval are currently on going; therefore, results will be provided once completed. Conclusions: a follow-up report will be submitted once the investigation has been completed. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.